Event description:
It was reported that nine weeks after implant, the sling failed "despite meticulous care being taken to follow post-op instructions on lifting, stretching, etc." A new ams male sling was implanted on (B)(6) 2012. It was stated that it is "too early to determine success or otherwise."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.